Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter-in-law reported via phone call the insulin pump alarmed a motor position encoder error. Customer cannot recall their blood glucose at the time. Customer's daughter-in-law reports the drive support cap appears normal. Customer's daughter-in-law stated that the insulin pump was exposed to high magnetic fields. Customer also had motor error. Customer was recommended to use their back plan according to healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit was received with normal operating currents. Also, passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed motor position encoder error error alarm due to history file overwritten with corrupted history file alarms. Corrupted history file alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window and cracked reservoir tube lip.